Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved device switching on automatically.

Event description:
There was no patient involved device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 26th march 2013. A visual inspection of the device revealed evidence of adverse storage on the lower-case assembly and on the returned pad-pak. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 15th april 2013 and performed to specification up to the 9th april 2017. The device records multiple manual power ups, mainly of ten-minute duration between the 14th april 2017 and the last log entry prior to receipt at heartsine on the 13th february 2018. During this time an installed pad-pak became depleted. The returned pad-pak was inserted into the device and was manually power cycled. The device shutdown with a ¿warning, memory full, low battery, device service required¿ prompts and a flashing red status led. A test pad-pak was inserted into the device. The device was manually power cycled. The device shutdown with a ¿warning, memory full, low battery, device service required¿ prompts and a flashing red status led. This indicates a fault. The device was disassembled to investigate. On visual inspection of the membrane tail, evidence of corrosion was observed on the membrane tracks under the laminate. This would suggest the device had been subject to moisture ingress. The membrane was replaced with a known good membrane. The device current drain was then remeasured as 13.7ua. This is comparable with a known good unit this would indicate the reported fault could be contributed to the original membrane causing it to fail due to adverse storage, resulting in a breakdown of the tracks within the membrane. The corrosion observed within the membrane, along with corrosion on the pogo pin and screw would suggest the device had been stored in adverse conditions. This was further evidenced by the condition of the lower-case assembly and pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.